Event description:
It was reported that the bd secondary administration set, roller clamp(s) experienced blockage. The following information was provided by the initial reporter: when medication was ready to be administered and secondary set opened, medication bag spiked noted that unable to get fluid through the line.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the secondary set brought into patient room unopened and when medication was ready to be administered and secondary set opened, medication bag spiked noted that unable to get fluid through the line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 11448964 lot number 22029625 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10feb2022, and the search also showed that a total of (B)(4) units in 1 lot number was built on 08feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd secondary administration set, roller clamp(s) experienced blockage. The following information was provided by the initial reporter: when medication was ready to be administered and secondary set opened, medication bag spiked noted that unable to get fluid through the line.